Event description:
It was reported that this right ventricular (rv) lead exhibited out of range shock impedance (greater than 152 ohms). A technical service (ts) consultant reviewed device data history, noting a gradual increase in shock impedance over the past 3 years. Ts provided recommendations for additional rv lead testing, including provocative maneuvers, x-ray imaging and consider delivering a commanded 1.1 j shock and a 41j shock. The rv lead remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This device has not been returned; therefore a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident.